Manufacturer narrative:
The insulin pump alarmed during the prime test due to loose drive support disk. The insulin pump received with cracked corner display window, scratched lcd window, cracked reservoir tube lip, broken reservoir belt clip slot and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the prime process. The insulin pump will be replaced. Nothing further reported.